Event description:
It was reported that the right ventricular (rv) lead was surgically abandoned and replaced due to high out of range impedance. It was noted that the patient had fallen 6 months ago and got an high out of range impedance value the same day. During the implantation of the new lead, it was noted that the helix of the lead was still implanted in the myocardium, but the remaining lead was dangling. The lead fracture was noticed at the new lead implant. No additional adverse patient effects were reported.